Event description:
Additional information received from the consumer reported that they had not notified their physician about the overstimulation sensation. The patient stated that there were no circumstances that led to the overstimulation as they were doing normal activity. The steps taken to resolve the overstimulation included having a technician adjust it and the issue was resolved.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had experienced overstimulation and a quick surge of pulsating sensation for about 90 seconds then the sensation stopped. The patient reported that the sensation was so strong and they "nearly dropped to the floor". It was indicated that this had happened three times already. The first time it happened he was just walking in his home, the second time was at (B)(6) and there were no security gates that were nearby. The third time it happened he was walking in a supermarket and there may have been a security gate nearby. The patient checked with the patient programmer and it showed the stimulation was on. The patient also confirmed his adaptive stimulation was on and was currently giving stimulation off at 3 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.